Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred. When taking the dilator out the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath hemostatic valve started leaking. The sheath was replaced and the case continued. The root cause of the issue was the sheath. The hemostatic valve did not break and not separate from the sheath. The sheath was being used on patient. Physician did not claim air entered the patient's body. This issue did not require percutaneous or surgical removal; the sheath was removed normally. Blood return was observed but hemodynamics were not compromised as the blood loss was negligible. No medical intervention was required to stop the bleeding. The hemostatic valve leakage is an MDR-reportable event.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred. When taking the dilator out the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath hemostatic valve started leaking. The sheath was replaced and the case continued. The root cause of the issue was the sheath. The hemostatic valve did not break and not separate from the sheath. The sheath was being used on patient. Physician did not claim air entered the patient's body. This issue did not require percutaneous or surgical removal; the sheath was removed normally. Blood return was observed but hemodynamics were not compromised as the blood loss was negligible. No medical intervention was required to stop the bleeding. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001422 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).